Manufacturer narrative:
Correction: manufacturer report 2017865-2018-23450 should not have been reported as a medical device report as the product has not been approved by the FDA and is part of an investigational device exemption.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator would not connect to the home monitor and would not interrogate with radio frequency. It was determined the radio frequency chip was disabled. The device¿s firmware was reinstalled which, in turn, restored radio frequency functionality. The patient was stable throughout.